Manufacturer narrative:
Zimmer biomet (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Lot number- based on a review of inventory transactions and the customer's purchase history, there are two possible lots: 388040, 388030. Medical products: unknown 5mm screws, part# ni, lot# ni; unknown 7mm screws, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the blade could not retain screws. Five (5) mm screws could be grasped and seven (7) mm screws could not be grasped. The procedure was completed with an alternate blade. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned blades. The blades showed signs of general use but no visible damage was present. The blades were then tested per internal procedure using a calibrated 0.056in pin gage. All three orientations were checked and the fits met all specifications. The blades are functioning as they should. The complaint is unconfirmed. Review of the device history records identified no deviations or anomalies during manufacturing. No problem was found with the product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends..